Manufacturer narrative:
No lot number was provided by the customer; therefore, a review of the manufacturing device history record to determine if any deviations took place during the manufacture of the product could not be performed. One flex liner/sub-assembly unit was received at our facility for evaluation. A visual examination of the returned unit was completed by quality and engineering management. No visual non-conformities were noted as the adapter was found secured to the patient port. Dimensional measurements for outside diameter of the patient port on the lid and inside diameter of the adapter was completed on the returned unit by our laboratory personnel. Both the patient port of the lid and adapter measured within the approved quality specification. Note: the returned unit was not the actual event sample; therefore, if the actual event sample is received at a later date and provides a different conclusion, an addendum report will be written. Without a lot number or the actual event sample involved in the customer incident and duplication of the non-conformance, no specific assignable cause can be determined regarding the reported incident as the returned unit measured within the approved quality specification. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Manufacturer narrative:
Product sample is available, but has not been received at the manufacturing facility at that this time. A follow-up report will be filed once investigation has been completed based on sample evaluation.

Event description:
Staff reported difficulty securing the 90 degree adapter to the top of the flexible canister. Even with downward pressure and twisting motion, the adapter could twist off with ease. As a result, the adapter fell off during a pediatric code and the team lost suction. The patient was not injured.